Event description:
Reportable based on analysis completed on 13-apr-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 95% stenosed, de novo, with a >45 and <90 degree bend target lesion was located in the moderately calcified and moderately tortuous left circumflex (lcx) artery. A 2.00mm x 12mm maverick²¿ balloon catheter was advanced for dilatation, however, resistance was noted and the device was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts. Microscopic examination and tactile inspection revealed a complete hypotube separation 22cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon of the device. Microscopic examination revealed that the tip of the device was damaged. Microscopic examination presented no damage or irregularities to the welds. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).